Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal section. During the distal opening of the pipeline device, distal resistance is perceived during recapture of the distal tip of the pipeline delivery system; after this situation, during the delivery of the device, an application (clipping type) is observed in the distal area, which does not allow the normal opening of the device. After several maneuvers to recapture, reposition and achieve the optimal opening, it was decided to remove the device, which was not possible due to resistance within the microcatheter, for this reason the entire system was removed and a new system with a marksman and pipeline microcatheter was placed. 4 mm x 25 mm long flex shield with optimal result. The middle of the pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The patient was being treated for two unruptured, fusiform aneurysm in the right internal carotid artery (ica) in ophthalmic and paraclinoid segment. The max diameter was 7mm and the neck diameter was 6mm. The distal landing zone was 3.60mm and the proximal landing zone was 4.20mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Pru levels: clopidogrel 450 mg, aas 200 mg. The access vessel diameter was 6mm. No patient symptoms or complications were reported.  Ancillary devices: macht 7 sheath, navien 5 fr x 115 cm guide catheter , marksman 27 x 150 cm microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the resistance was in the distal section of the catheter. There was no push cable damage, there was kink on the device.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield braid was returned stuck within the marksman catheter; within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. There was no pushwire returned with the devices. ¿ visual inspection/damage location details: the distal end of the braid was not opened due to damaged braid. The proximal end of the braid was found fully opened and frayed. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be flattened at 5.5cm to 18.0cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the braid could not be pushed or removed from the catheter lumen. The catheter was cut to remove the braid. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed as the returned pipeline flex shield braid was found stuck inside the marksman catheter. The distal end of the braid was not opened due to damaged braid. In addition, the catheter was flattened at the distal segment. The damage to the braid on the ends is likely the results of the physician re-sheathing the device more than recommended two times. From the damages seen on the catheter (flattening) and pipeline braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to deliver/retrieve the pipeline flex shield through the catheter against the resistance. However, the root cause could not be determined. Possible cause of faliure to open and resistance includes patient tortuous anatomy. There was no non-conformance to specifications identified that led to the reported issues. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.